Manufacturer narrative:
(B)(4). Batch # r58f18. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an lower anterior resection procedure the 29mm circular device did not fire completely (missing posterior staple line) and would not release. The partial anastomosis was cut out and an additional stapler was used to complete the procedure. There was no adverse patient consequence.